Manufacturer narrative:
Damaged siderail.

Event description:
It was reported by service report that the pt right foot end siderail will not lock in the upright position. No pt involvement or adverse consequences are reported.